Event description:
The reporter obtained back to back (rapid succession) blood glucose test results of 139 mg/dl and 198 mg/dl. She is a newly diagnosed diabetic who is currently recovering from bronchitis. She stated that she never cleans the meter execpt for wiping the outside with alcohol. A control solution test result was in range 121(95-143). No symptoms were reported.